Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital for hypervolemia where patient gained weight of 20 lbs. With fatigue and shortness of breath were observed. The laboratory results showed hemoglobin of 6.7 g/dl and noted that patient was transfused with 2 units of packed red blood cells (prbc's). There were no signs of active bleeding but the patient was known from their medical history to have gi bleeds, gi will be consulted.

Manufacturer narrative:
The device was not returned for analysis, limiting the investigation to the review of the device history record and information provided by the field. A direct correlation between hm3 lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. Since there was no product available for evaluation. The account communicated that the patient was admitted on 07 may 2018 due to hypervolemia, fatigue and shortness of breath. Anticoagulants at the time of event were aspirin and warfarin. Labs were drawn and patient¿s hemoglobin was 6.7 g/dl. The patient was transfused with 2 units of packed red blood cells (prbcs). No indications of active bleeding were noted. However, it was decided that gi will be consulted moving forward as the patient has a history of gi bleeds. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). The implant kit was shipped with heartmate iii lvas IFU, document # (B)(4), rev. F. Section 1 of this document states that the heartmate 3 lvas IFU lists, bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. Since there was no further information provided and there was no device available for evaluation, the file will be processed with the information available. Based on the information received, the cause of the reported incident could not be conclusively determined. The cause of the reported complaint remains unknown. The patient will be consulted for gi moving forward due to patient has a history of gi bleeds. A review of the device history record revealed that the device met specifications prior to leaving abbott manufacturing facilities. No further information is available. The manufacturer is closing the file on this event.